Manufacturer narrative:
Quality control results from the day of the event were within specification. It is not known if there were instrument issues with the customer's e411 analyzers. Two samples from the patient were submitted for investigation. A specific root cause was not identified. Each sample was tested on an e411 analyzer with troponon I stat reagent lots 231115 and 277142. The customer's troponin I stat results were confirmed using reagent lot 231115. The troponin I stat results using reagent lot 277142 were lower than the results using reagent lot 231115. The unit of measure for the troponin I hs stat result from the abbott architect method was not provided. The unit of measure could be ug/ml or ng/ul. If the abbott architect result was either of those units of measure, the customer's troponin I stat results would match the results from the architect method.

Manufacturer narrative:
Further investigation of the patient sample confirmed the presence of high molecular weight interferent comparable to igm. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin I stat immunoassay (troponin I stat) on 2 cobas e 411 immunoassay analyzers at the customer site and an elecsys 2010 analyzer from an external laboratory. The initial troponin I stat result from one of the customer¿s e411 analyzers was 2.40 ng/ml. The sample was repeated on the customer¿s other e411 analyzer and the result was 2.80 ng/ml. The result of 2.80 ng/ml was reported outside of the laboratory to the clinic. The patient sample was sent to an external laboratory where the troponin I high sensitive stat result from the abbott architect method was 0.001 (unit of measure was not provided). The patient sample was tested for troponin t high sensitive on an e601 module at another external laboratory and the result was < 3 ng/l with a data flag. The patient sample was sent to another external laboratory using the elecsys 2010 analyzer and the troponin I stat result was 2.03 ng/ml which is similar to the customer¿s initial results from their e411 analyzers. There was no allegation that an adverse event occurred. One of the customer¿s e411 analyzers had a serial number of (B)(4). The serial number for the customer¿s other e411 analyzer was not provided. The serial number for the elecsys 2010 analyzer used at the external laboratory was not provided.